Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of an e6 error code was confirmed. An assessment was performed on the device which determined that when the device was plugged into the console and e6 error occurred. It was further determined that the thermistor was broken, causing the device to give an e6 error. The reported air leak could not be confirmed. This is consistent with normal wear over time. It was also found that the device had a worn out motor. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out motor and motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had an air leak in the cooling hose, ran hot and triggered the e6 error code, but the e6 failed to shut off the motor at the 30 second mark even though it did continue to flash the e6. It was reported that there was no delay in the procedure due to the event, as an unspecified spare device was available for use. It was reported that the spare motor was used with the same console so the malfunction was isolated to the motor. There is no alleged deficiency for the console. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.